Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent damage occurred. The target lesion was located in the moderately tortuous and mildly calcified posterior descending artery (pda). The lesion was predilated with a 2.5x15mm apex balloon. The 2.75x20mm taxus liberte stent delivery system (sds) was advanced over a choice and non-bsc guidewire but the sds would not cross. The device was removed and it was noted that the stent was crumpled up. The procedure was completed with another of the same device. No patient complications were reported and the patient's current condition is listed as "fine".